Event description:
It was reported to philips that the system's wireless footswitch had lost connection intermittently, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the clinical procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that the wireless footswitch connection was lost. Upon troubleshooting, the fse found the wireless communication led indicator on the footswitch was red and not working intermittently. The cause of the wireless footswitch failure could not be determined by the supplier's part analysis. However, replacing the wireless footswitch by the fse resolve the issue. The system functional tests were performed, and the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed as planned. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.